Manufacturer narrative:
Seven samples were received for evaluation that were already activated. The root cause was determined to be a burst pack due to an incomplete top seal. The machine was setup correctly and is designed with a mechanism which reduces the likelihood for this issue. Device history record review was completed on the reported lot v2s056. The lot was found to have been manufactured and released to predetermined specifications. No anomalies were found during review of the records. This issue will be monitored through routine complaint trend analysis. Cardinal health will continue to monitor complaint trends.

Event description:
Customer has reported that the heel warmer burst open while trying to activate it. It leaked onto the clinician¿s hands, but no injury was reported. The actual event date is unknown.